Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.

Event description:
Surgeon informed our sales rep that this nail was broken inside the pt. Nail was around a year implanted, and the bone was not consolidated when the nail was broken. Other gamma nail was implanted without problems.